Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Initial reporter address 1: (B)(6). Block h6: imdrf device code a0414 captures the reportable investigation finding of stent barb torn. Block h11: an advanix- naviflex biliary stent and delivery system were returned for analysis. Visual examination of the returned device found the stent barb torn, the stent kinked, the pull wire kinked, and the push catheter suture and stent suture hole torn. No other problems were noted to the stent. Functional inspection was performed, the pull wire was able to be retracted. No other problems were noted to the stent and delivery system. Taking all available information into consideration, the investigation concluded that the reported event and observed damages were likely due to factors encountered during the procedure. It may be that the position of the device when it was placed inside the patient, the tortuosity encountered during the procedure, the force applied and/or the technique used by the physician, limited the performance of the device and contributed to the reported event and observed damages. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a advanix- naviflex biliary rx stent was to be implanted in the bile duct for ureteroscopic lithotripsy during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent could not be deployed despite pulling the pull wire vigorously, and the stent was noted to be twisted. The procedure was completed using another advanix-naviflex biliary stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the stent barb was torn. Please see block h10 for full investigation details.